Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed in ventricular fibrillation. According to the rptr, the device intermittently alarmed "connect electrodes" and would not allow the operator to charge or discharge energy to the pt. The device's standard paddles were used to defibrillate and resuscitate the pt.